Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The bag/vent switch was replaced.

Event description:
The hospital reported that, during a case, the bellows ceased to move. There was no reported patient injury.